Manufacturer narrative:
H 3 evaluation summary: the device history record (DHR) for the reported lot number indicates that no issues were found in visual and physical samples inspected. There were no non conformance records (ncr) related to this lot. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are examined for damage and leaks. The lot met all defined acceptance requirements and was released. There was 1 sample returned for evaluation. The sample has a luer tip on the barrel that is damaged and bent on one side. The pictures attached to the complaint show the same issue with the same sample. The reported condition is confirmed. The exact root cause could not be determined based on available information. A review of the DHR, maintenance and process monitoring records showed no issues related to the reported condition. There is insufficient information to determine a most probable root cause. There was no indication of a systemic issue with the process or production. Based on available information, no corrective actions are required at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that prior to administration of a vaccine, the plastic tip of the syringe was noticed to be bent and damaged. There was no injury to the patient or staff.